Event description:
It is reported that the device was implanted in 1999. Pre and post-op diagnosis on the pt was degenerative joint disease of the left knee. The device was revised in 2001.

Manufacturer narrative:
This report will be amended when our investigation is completed.